Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the cartridge. Customer¿s blood glucose level was 150 mg/dl. Customer changed the cartridge and and resumed insulin delivery.